Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient submerged himself in stagnant water. The peritonitis was manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. On an unknown date during hospitalization, the patient was treated with vancomycin (intravenous) for the event. Approximately a month after the event onset, the patient was discharged and was recovered from the event. Pd-therapy was re-introduced. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.